Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, on (B)(6) 2021 the user was able to hear and was responsive with use of the device. However, when the user woke up and started wearing the audio processor, the user could no longer hear with the device. Further medical intervention is considered.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device was affected. Reportedly, on (B)(6) 2021 the user was able to hear and was responsive with use of the device. However, when the user woke up and started wearing the audio processor, the user could no longer hear with the device. The user has been re-implanted.